Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer successfully cleared the past occlusion alarms and resumed insulin deliveries. The customer's blood glucose (bg) levels were over 400 mg/dl. Correction boluses were delivered via the pump to address the bg levels. A system check was performed for the current occlusion alarm and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula and successfully resumed insulin deliveries. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.